Event description:
A pt reported experiencing inaccurate high results. The pt's blood glucose results were 335mg/dl (meter), 269mg/dl (lab). Tests were done within <10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.